Event description:
It was reported that during a lap cholecystectomy procedure, the device was fired, and then it would not open. They got a new one to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.